Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4).

Event description:
Additional information was received that the reported pump and catheter were explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8832, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 8709, serial(B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving intrathecal fentanyl 500 mcg/ml at 122 mcg/day via an implantable pump. The current dose was 102 mcg/day. The pump's indication for use (IFU) was listed as non-malignant pain. The event date was (B)(6) 2015. It was reported the patient experienced increased pain. The patient recently had magnetic resonance imaging (MRI). The logs were read and a motor stall was seen at the initial interrogation. A motor stall occurred on (B)(6) 2015 19:33 and stopped pump period may exceed tube set (B)(6) 2015. It had not been less than two hours since the patient exited the MRI. The pump was updated to create a session data report and the recovery was noted. The motor stall recovery was noted at the second interrogation on (B)(6) 2015. The patient symptoms made it difficult to ascertain when the pump recovered. The plan was to monitor the patient.